Event description:
A total knee arthroplasty was reportedly revised for aseptic loosening, possibly post-trauma.

Manufacturer narrative:
Unable to investigate report as specific information was not provided. Manufacturing facility made repeated attempts to obtain device information.